Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported that they went to have their old interstim device replaced with a current one since it was implanted in (B)(6) 2012 and needed replacement. They reported that they couldn't get it replaced due to insufficient body fat. Which bon e against device caused pain when on back, sometimes laying sideways. Even moving the device to the other side wouldn't relieve the pain when they were laying on their back. They indicated that in (B)(6) 2021 their incontinence restarted. Additional information was received from the patient. They reported that their old device was removed because the doctor was afraid to do an MRI. They said the battery depleted and there wasn't enough fatty tissue to put a new one in. Patient has an appointment with the healthcare provider's nurse on thursday and wanted to know what to ask the nurse about. Reviewed option for stimulator placement. Additional information was received from the patient. They reported that they had a device in their right buttock that was no longer working, so they took it out so they could have it replaced with a new one, but when they wouldn't have put the device back in, they could not find a spot because there wasn't enough cushion because patient mentioned they had cancer and lost a lot of weight.